Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. The balloon was inflated twice at 14 atmospheres for 30 seconds respectively, however, the balloon ruptured during the second inflation. It was removed and completed the procedure with another of the same device. There were no patient injury reported and the patient condition was good.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. The balloon was inflated twice at 14 atmospheres for 30 seconds respectively, however the balloon ruptured during the second inflation. It was removed and completed the procedure with another of the same device. There were no patient injury reported and the patient condition was good.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter. The outer shaft, inner shaft, balloon, and tip were visually and microscopically examined. Multiple kinks were noted on the catheter. Three pinholes were noted over the distal marker band. Damage seen at the guidewire notch was consistent with device use. Device analysis determined the condition of the returned device was consistent with the reported information of a rupture.